Event description:
It was reported that stent fractured. A 4.00 x 16mm synergy megatron stent balloon expandable was selected for use. It was noted, the stent was twisted in its sterile protection and when the protection was removed the stent broke.